Event description:
Per the clinic, the patient experienced pain and possible magnet migration. The patient underwent a wound exploration surgery on (B)(6) 2024, which subsequently resolved patient's scalp pain. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.